Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information was requested but unavailable: please clarify what is meant by "the device (7 items)", were all seven devices used in this procedure? Or were seven devices used in multiple procedures? If multiple procedures, please report all additional product complaints. What was the surgical procedure? What anatomical structure was the device being use on when the issue occurred? What was the size of the vessel(s) being ligated? How was the bleeding addressed once the procedure was converted? What is the estimated blood loss? Were there any blood products administrated? What was the power level setting on the generator? Were there any generator alert screens? What is the surgeon¿s experience with the device? What is the current patient¿s status?

Event description:
It was reported that during the surgery, the device ( 7 items ) most often used to cut the vessel without sealing it. Excessive bleeding due to cut without sealing the vessels so that the surgeon decided to convert it to open because the patient lost a lot of blood. No other details provided.

Manufacturer narrative:
(B)(4). Additional information obtained: what was the surgical procedure? Laparoscopic sleeve gastrectomy. What anatomical structure was the device being use on when the issue occurred? Dissecting in greater omentum from the stomach. What was the size of the vessel(s) being ligated? Max 5mm. How was the bleeding addressed once the procedure was converted? A massive bleeding. What is the estimated blood loss? 3-5 blood unit. Were there any blood products administrated? Yes. What was the power level setting on the generator? 3:5. Were there any generator alert screens? No. What is the surgeon¿s experience with the device? Expert. What is the current patient¿s status? Intraopertive they turned to open procedure & they removed the spleen & loss blood.

Manufacturer narrative:
(B)(4). Batch # r92d9f. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected and no anomalies were noted. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. Max power is set at power level 5 and cannot be adjusted. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.